Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and dizziness. The right ventricular (rv) lead exhibited high thresholds and unstable thresholds. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.